Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include (B)(4).

Event description:
The manufacturer received information of the power cord which is connected to a dream station auto device, alleging a spark flew and the inside of the power cord was exposed. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.